Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the surgeon tried to fire the devices with the jaws articulated. A crack sound was heard during the first squeeze and the instrument did not fire at all. The device physically broke. The surgeon attempted the release the jaws but the black return knobs could not be returned to its original position and the articulating knob was also not straight. To correct the condition, the surgeon used a new handle and reload on the upper portion of the tissue and fired. As a result, there was unanticipated tissue loss and surgical time was delayed by more than 30 minutes. No other known adverse events were reported.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation two photos of one single use instrument and one reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned photos. Visual examination of the photos noted that the reload was pre-fired and engaged in interlock with the jaws clamped. The photos also indicated that the instrument had sheared teeth on the first row of the firing rack. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition likely occurred as a result of the reload interlock engagement. The manner in which the reload was observed in the photo indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (3263, 37); results (3243); conclusion (61). Tracking number: (B)(4). H.3.: post market vigilance (pmv) led an evaluation two photos of one single use instrument and one reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned photos. Visual examination of the photos noted that the reload was pre-fired and engaged in interlock with the jaws clamped. The photos also indicated that the instrument had sheared teeth on the first row of the firing rack. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition likely occurred as a result of the reload interlock engagement. The manner in which the reload was observed in the photo indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.